Event description:
It was reported that there was a connection issue, further described as a mis-spike that occurred when a bag was changed by the uv clean flash. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.